Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Incorrect item number was entered within the complaint record. Upon discovery the record was modified and being submitted.